Manufacturer narrative:
Pt info not available at time of this report. A medtronic rep performed an assessment of the system at the site. The reported issue was not able to be duplicated. All instruments were verified and tracking as intended. The system was fully functional. No impact on pt outcome reported.

Event description:
A medtronic ent rep called to report that the site is having issues with the camera tracking intermittently. Surgeon opted to continued the case with navigation and no impact on pt outcome reported.